Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent and an infrarenal aortic extension. A computed tomography angiogram (cta) showed an unknown endoleak and aneurysm sac growth. The physician elected to complete an angiogram to confirm an endoleak on (B)(6) 2017. The angiogram did not show an endoleak, the physician will monitor the patient and rerun a cta in three months. The patient is reported to be asymptomatic.

Manufacturer narrative:
At the completion of the investigation based on the information available, clinical was able to confirm unknown endoleak, and secondary procedure-angiogram on (B)(6) 2017. Although there was an increase in sac size, sac growth was refuted because the 2mm increase was below the 5mm growth required to label as a sac growth. Additionally there was evidence to reasonably support the following observations; main body dilation of 27%. Clinical assessment was unable to find any contributing factors to the reported events. Devices remain implanted in the patient and were not returned, no evaluation completed. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Based on the information available the root cause of the reported event is unknown.